Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead exhibited decreased impedance along with change in r-wave amplitude. Fluoroscopy discovered that the lead dislodged, and it was hanging in the right atrium. Lead reposition was attempted but lead helix would not retract. Lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.